Manufacturer narrative:
The reported guide wire was received with the oad. The majority of the guide wire spring tip coil was noted to be detached and was not received for analysis. The proximal spring tip adhesive bond and a small segment of the spring tip coil remained attached to the guide wire and was noted to be stretched and fractured. Scanning electron microscopy (sem) was performed on the guide wire and oad tip bushing and did not identify evidence of rotational damage or contact between the oad and the spring tip. When tested, the oad functioned as intended with no anomalies observed. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the reported wire detachment could not be confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guidewire became detached and remained in the patient. The target lesions were 90-95% stenosed and located in the proximal and mid left anterior descending artery (lad). The lesions were treated with eleven passes of the oad on low speed. Following treatment with the oad, the tip of the guide wire was noted to be detached upon removal from the patient. Multiple attempts were made to snare the wire fragment, however it was not able to be retrieved. The wire fragment was secured to the wall of the artery with the placement of three stents. The patient was in stable condition throughout and following the procedure.